Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the charger was unable to charge a battery due to shorted q1 on the bedside board being internally shorted. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a (B)(6) patient's battery charger was unable to charge a battery.